Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer called baxter corporate product surveillance to report a clearlink secondary medication set in which a no flow occurred. According to the report, the nurse was able to prime the set. The medication which was supposed to be infused was tygacil. The nurse stated that they could not get the medication to drip, but does not believe it had anything to do with the primary set. The secondary was switched out for a new set and the infusion was started. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.